Manufacturer narrative:
This report is submitted on 05 nov 2020.

Event description:
Per the clinic, the device was electively explanted (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 4, 2020.